Manufacturer narrative:
The customer was using test trip lot 86944723 with an expiration date of 31-dec-2026. Two display checks were performed with the assistance of technical support, and the display was working correctly. The meter was requested to be returned for further investigation.

Event description:
There was an allegation of a display issue with the coaguchek xs meter affecting the interpretation of results. The customer alleged that while attempting to test, an error message was displayed on the screen, which fluctuated between showing " error + 5" and "error + 9". With the assistance of technical support, the customer performed a test, and the result appeared to be 1.9 inr, but then the result changed from 1.9 inr to 1.4 inr. The therapeutic range was 2.0 inr - 4.0 inr.